Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented with the cardiac defibrillator exhibiting far field r-wave oversensing and no capture. The patient's condition declined with unknown symptoms and the system was turned off.